Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized and was treated with an unspecified drug to flush the abdominal cavity for treatment. At the time of this report, the patient was still in the hospital and has not recovered from the event. Pd therapy was ongoing during the treatment. The reporter decline declined to provide additional information.